Event description:
It was reported the pt ((B)(6)) was experiencing uncomfortable stimulation. X-rays, CT scan and lead diagnostic testing revealed no anomalies. Reprogramming to provide resolution was unsuccessful. In turn, the pt underwent surgical intervention to explant and replace the ipg (different model) which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.